Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of an excision of keloidal lesion on substernal area performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The outcomes attributed to the device were pain, recurrence, bleeding and urinary problems. It was reported that the patient underwent repair of suburethral defect on (B)(6) 2007. It was further reported that the patient underwent mesh repair and wound separation from previous repair on (B)(6) 2007. The patient also underwent removal of pieces of mesh in 2008 due to severe pain. No additional information provided. (B)(4).